Event description:
Open reduction, internal fixation of left hip fracture utilizing a 140 four-hole richards classic compression screw device with a 120 degree lag. During the procedure, the surgeon and scrub nurse were attempting to screw a screw in with a drillmounted screwdriver (selfholding her screwdriver) when the end of the screwdriver broke. All pieces recovered. No pt injury.